Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed pressure sores under the lifevest equipment. The patient described the area as bed sores under the electrodes on the back that looks red and a little bit broken, but it is not bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medication for the skin irritation. Follow up indicated that the skin irritation improved.